Event description:
Opened package to use. Found vile containers cracked or broken open. Non-sterile. This event did not occur during a surgical procedure; therefore, there was no adverse consequence to any pt.